Event description:
It was reported that the doctor found clip broken during loading prior to use on patient.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. One intact clip and a half of a broken clip were also returned loose. The cartridge was visually examined with and without magnification. The cartridge contained the other half of the broken clip and one intact clip remaining. The clips appear used as there is biological material on the cartridge and the clips. The broken clip was broken in half at the hinge. Functional inspection was performed on the returned intact clips. A lab inventory clip applier was used. The intact clip in the cartridge was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. Similarly, the loose intact clip was manually loaded and was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned intact clips. Although no issues were found with the intact clips, a broken clip was returned. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned. One intact clip and a half of a broken clip were also returned loose. The cartridge contained the other half of the broken clip and one intact clip remaining. The broken clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found clip broken during loading prior to use on patient.